Event description:
It was reported that the pt has developed a hematoma near the base of the implant site. It is also reported that the pt has cradle cap covering a large portion of the implant site. The surgeon explanted the device, but left the electrode array in place in order to accommodate effective IV antibiotics treatment for the infection. He reported that there was no infection in the mastoid area. The pt is being monitored. Reimplant will not be scheduled for a few months.